Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain'), genital haemorrhage ('bleeding') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), depression ("depression"), arthralgia ("joint pain"), myalgia ("muscle pain"), migraine ("increasingly severe migraines"), gastrointestinal disorder ("significant intestinal disorders") and ear infection ("otitis") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (ablation scheduled ((B)(6) 2019), hysterectomy scheduled ((B)(6) 2019) and removal of fallopian tubes was scheduled ((B)(6) 2019)). At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, fatigue, depression, arthralgia, myalgia, migraine, gastrointestinal disorder and ear infection outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, ear infection, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, myalgia, pelvic pain and uterine leiomyoma with essure (ess205). The reporter commented: she was waiting for a complete hysterectomy and tubal ablation to remove the two essure implants. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain'), genital haemorrhage ('hemorrhages') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), depression ("depression"), arthralgia ("joint pain"), myalgia ("muscle pain"), migraine ("increasingly severe migraines"), gastrointestinal disorder ("significant intestinal disorders") and ear infection ("otitis") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (complete hysterectomy scheduled ((B)(6) 2019) and planned removal of fallopian tubes ((B)(6) 2019)). At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, fatigue, depression, arthralgia, myalgia, migraine, gastrointestinal disorder and ear infection had not resolved. The reporter provided no causality assessment for arthralgia, depression, ear infection, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, myalgia, pelvic pain and uterine leiomyoma with essure (ess205). The reporter commented: numerous symptoms appeared in the year that followed essure implantation. Amendment: the report was amended for the following reason: previously reported adverse event bleeding updated to hemorrhages, outcome updated to not resolved, intervention ablation deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1917472) on 24-sep-2019. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain'), genital haemorrhage ('hemorrhages') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), depression ("depression"), arthralgia ("joint pain"), myalgia ("muscle pain"), migraine ("increasingly severe migraines"), gastrointestinal disorder ("significant intestinal disorders") and ear infection ("otitis") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (complete hysterectomy scheduled ((B)(6) 2019) and planned removal of fallopian tubes ((B)(6) 2019)). At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, fatigue, depression, arthralgia, myalgia, migraine, gastrointestinal disorder and ear infection had not resolved. The reporter provided no causality assessment for arthralgia, depression, ear infection, fatigue, gastrointestinal disorder, genital haemorrhage, migraine, myalgia, pelvic pain and uterine leiomyoma with essure (ess205). The reporter commented: numerous symptoms appeared in the year that followed essure implantation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.